Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed dripping from the header of dialyzer. Estimated blood loss was less than 250 cc's. Blood from the arterial line was returned to patient. Patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.